Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the catheter migrated out of the intrathecal space. The health care provider reported that the issue was observed with MRI and plain film imaging, and the catheter was revised with a revision kit on (B)(6) 2016.